Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced pain back following the placement of 2 trial leads (from the same lot), which was not part of the patient's pain pattern. Patient requested the leads be removed at which time, the physician did remove the leads. Follow-up information indicated the patient's back pain has since resolved.